Event description:
In 2008, the lay-user/patient contacted lifescan (lfs) alleging that the one touch ultra2 meter read "inaccurately" and also had a "battery indicator issue." The complaint was classified based on the customer care advocate's (cca) documentation. The patient tests her blood glucose 3 times a day. She manages her diabetes via glipizide 10mg, metformin 500mg and lantus 40 units. The patient stated that the alleged issue began one day prior at 11 am. During that time, the patient reportedly obtained inaccurate (unknown) readings on the subject meter. The following day, the patient reportedly obtained readings of "230 mg/dl" as 9:15 am, "210 mg/dl" at 9:17 am and "227 mg/dl" at 9:20 am performed within minutes of each other. Based on the statistical methodology, the calculated difference of these glucose results were within the expected value of <=20% and /or <=20mg/dl. As a result of the reported issue, the patient reportedly continued taking the usual dose of diabetic medications. After the reported issue began, the patient reportedly "felt shaky and experienced low symptoms" when the subject meter reportedly gave high readings ("230mg/dl", "210mg/dl" and "227mg/dl"). On the same day, at 9:20am, the patient reportedly self treated with food and/or beverage. The patient was not tested on any other meter. During the troubleshooting, the customer care advocate (cca) verified that the testing technique was correct, the puncture area was cleaned appropriately, she was obtaining blood samples from her fingers and the reported meter readings were confirmed to the subject meter's memory. In addition, the cca found out that this was not a new product and the customer never replaced the batteries per the owner's manual. However, the battery indicator issue was resolved during the troubleshooting. Replacement products were sent to the patient. There is no evidence that the subject meter malfunctioned because based on the statistical methodology, the calculated differences of the reported glucose results were within the lifescan's criteria for precision and during the troubleshooting; it was found out that the patient never replaced the batteries (use-error) per the owner's manual. However, this complaint is being reported because the patient reportedly experienced symptoms of hypoglycemia after the reported issue.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.